Event description:
The end user reported the hardware connecting the seat frame to the main frame of the chair had backed out. There was no patient involvement or injury associated with the reported issue.

Event description:
The end user reported the hardware connecting the seat frame to the main frame of the chair had backed out. There was no patient involvement or injury associated with the reported issue.

Manufacturer narrative:
Replacement hardware was sent to the customer and they have confirmed the chair was repaired and has been returned to service with no further issues.